Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial# (B)(4), product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v011797, implanted: (B)(6) 2006, product type lead; product ID 3387s-40, lot# v011797, product type lead. (B)(4).

Event description:
It was reported that the patient had her tremors return to both sides of her body. It was noted that the patient was unable to get telemetry with the patient programmer on either deep brain stimulation implants. It was stated that the patient tried everything possible to get the patient programmer to work. The patient was redirected to their health care provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).